Event description:
After getting breast implants the following things happened to me: headaches, hair loss, weight gain/unable to lose, hashimoto's, extreme fatigue, gi issues, anxiety, brain fog, difficulty concentrating, muscle weakness in chest, temperate intolerance, sensitive to light and sound, skin rashes on chest, depression, sharp pain in breast, heart palpitations, shortness of breath.